Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca). The physician commented that the hi-torque balance middleweight universal ii (bmw uii) guide wire was very sticky. During use with a xience prime stent, resistance was noted during advancement of the stent. After successful stenting, resistance was noted during retraction of the stent delivery system (sds). After the xience prime sds was retracted, resistance was also encountered with the non-abbott guiding catheter during retraction of the bmw uii guide wire, as the guide wire was noted to sticky. The procedure was concluded successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime, guiding catheter: medtronic launcher. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot# - corrected. Evaluation summary: the device was returned for analysis. The resistance with the other devices and the reported stickiness were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the preparations for use section of the hi-torque guide wire instructions for use (IFU) states: before removing the guide wire from the wire dispenser, inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of the guide wire. If the surface of the hydrophilic-coated wire becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet the guide wire before reintroduction into an interventional device. Based on the information provided, there is no indication to suggest a product quality deficiency.